Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported hearing the device patient alert steady/magnet tone twice, while receiving a back massage. The patient noted that there were no magnets nearby at the time of the event, and also reported that upon device check by the doctor, no patient alert had been recorded. The device remains in use. No patient complications have been reported as a result of this event.